Event description:
Approximately 6 months ago, the pt experienced inadequate pain relief and discrepancies in the amount of fluid in the reservoir volume during refills. The pump flow slowed dramatically and the device was explanted.